Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient's trial started on (B)(6) 2024. It was reported that the patient reported they felt stim in wrong location and numbness their hands. The issue is ongoing. On (B)(6) 2024 the patient reported that this morning, after voiding, they experienced a "burning down there." The patient was afraid an infection may be forming. Support link urged patient to contact their clinician.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 306001 lot# unknown: product type screening device product ID 309201 lot# unknown serial# implanted: explanted: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional it was reported that the patient woke up the day after the pne with tingling in the right arm. The patient and daughter stated it was because of the way they slept through that night. It resolved that day, and did not return despite continued stimulation from the pne. Issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, the event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not have an infection.